Event description:
A surgeon reports dissatisfaction with a patient's outcome following initial lasek surgery and enhancement surgery. Following the enhancement, the patient exhibited a decrease in bcva and the surgeon noted an "inferior crescent-shaped pericentral island" on the patient's topography. Additional information has been requested. The safety and effectiveness of lasek surgery has not been established and is not an approved indication for this device.

Manufacturer narrative:
During the on-site investigation, the service engineer was unable to identify any problems with the laser. The system was fully tested according to standard verification procedures.